Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient remained in the hospital on extracorporeal membrane oxygenation (ECMO) support after a lvad exchange on (B)(6) 2012. The patient continued to need an aortic valve closure and was returned to the operating room for a second lvad pump exchange due to power evaluation on (B)(6) 2012. The doctor stated that he found the pump to be clotted off. Additional information received confirmed that the patient expired on (B)(6) 2012.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.